Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitor for a implantable cardioverter defibrillator (ICD) did not transmit a detected episode. It was confirmed that the monitor was working properly. It was noted that the patient was at home, but was out of range of the unit, and the patient did not feel anything during the episode. The patient spouse also indicated that patient had an episode earlier in the year where they lost consciousness, and the ICD shocked them. The spouse also stated that with every patient episode, the device lost battery life. No additional information could be obtained via follow up with the clinic. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient did not received shocks only anti-tachycardia pacing (atp) and that remote alerts and patient notification was turned on.